Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to moisture damage at the keypad trace. The insulin pump was also received with a minor scratched liquid crystal display window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt while the customer was on a boat. The customer's blood glucose was 215 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.